Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 350 mg/dl. During trouble shooting with tandem technical support, the customer changed out the infusion set and cartridge. The customer completed the load process successfully and indicated that a correction bolus would be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.